Manufacturer narrative:
(B)(4) the device was not returned for evaluation. Pursuant to atricure's internal processes the investigation was escalated to a level ii investigation. A device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed.

Event description:
It was reported by the sales rep. That the surgeon reported an adverse event from a patient he operated on (B)(6) 2015 (mis cardiac tissue ablation). The patient was off pump and heparinized with 5000u five minutes before the fusion suction was applied. No act was done prior. No evidence of clot in the laa. Patient awoke from surgery with a left-sided deficit and has since recovered her left lower extremity but still has a deficit in her left upper. The prognosis is good as the cva is a small area on the right side of the brain. Patient was discharged from the hospital to acute rehab to work on neuro function.